Event description:
The reporter contacted animas on (B)(6) 2012 reporting that last night the down arrow keypad button stopped responding and the up arrow, contrast and ok keypad buttons were intermittently unresponsive. The reporter confirmed that the pump was not exposed to moisture. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the up arrow is not responding. The keypad was torn on down arrow; it was removed keypad and was found under up and down arrow keys.